Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 - this code was used for incision enlarged. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) haptic broke when the surgeon attempted to insert the lens into the patient's operative eye. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The report indicates that there was patient contact during the incident. Through follow up, it was learned the lens was fully inserted and removed from the patient's left eye in the same procedure. A slight incision enlargement was required, however, there were no other issues. There was a delay in procedure. The length of the delay was not specified. There was no medical or surgical intervention outside of the standard care required. The patient has fully recovered. The lens was cut to remove from the eye, so the lens is not available to return, however, the delivery device is available. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the previous MDR section d9 had the incorrect date returned to manufacturer. The correct date is 7/31/2025. The following section has been updated accordingly: section d9 date returned to manufacturer: 7/31/2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 9/3/2025. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the lens was received in the original daisy wheel. The lens was visually inspected revealing that the lens was cut with scratches and damage on the surface of the lens. One haptic was observed to be bent, and the other haptic was detached. Slight damage to the radial hole was observed. No further issues were identified. Further analysis observed the drill hole depth and diameter were measured yielding, 0.0414 and 0.00595. These results are within manufacturing specifications. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.